Manufacturer narrative:
Results: bd preanalytical systems did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusion: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter needle was exposed. No serious injury or medical intervention reported.